Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, valve seal and doors appeared intact. The inflation syringe was not received. The obturator was received. The lock collar was broken. A functional evaluation found that the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when excessive force is applied during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure for prostate cancer, the latch part of device's blunt tip broke, the plastic of latch part was completely cracked. Another device was used to complete the case. There was no patient injury.